Manufacturer narrative:
It was reported to philips, that the device is failing daily operational check. The device was reported to be in use on a patient. But, no adverse event to patient or user was reported. The field service engineer evaluated the device. And it does not recognize ECG signal. Which results, in not passing operational check. The device needs a processor pca. Upon conclusion of the evaluation. It was determined, that the processor pca requires replacement. The customer was given a quote to replace this part. It will be replaced if and when the customer approves the repair quote. And then the device will be validated by performance assurance testing. The device remains at the customer site.

Event description:
It was reported to philips that the device is failing daily operational check. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.